Event description:
An ophthalmic surgeon reported that during surgery, the suction/aspiration suddenly stopped. They were unable to get it functioning again, so a new pak was used. Patient impact is unknown. Additional information has been requested, but no further information has been provided.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).